Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil on left broken and separated into 2 pieces"), fallopian tube perforation ("perforation/migration/the longer portion has migrated slightly outward but still remains within fallopian tube") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. D23617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause and depression. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bacterial vaginosis, menorrhagia, sebaceous gland disorder, nausea, pelvic pain and dyspareunia. The patient also had a family history of depression. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and female sexual dysfunction ("unable to have sex"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopy assisted hysterectomy bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, dyspareunia and female sexual dysfunction outcome was unknown and the fallopian tube perforation had resolved. The reporter considered device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction and genital haemorrhage to be related to essure. The reporter commented: bilateral essure devices are identified in their expected location. There has been fragmentation of the left-sided device with both portions still within the fallopian tube. A 7.4 mm gap is seen between both portions. The longer portion has migrated slightly outward but still remains within the fallopian tube. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil on left broken and separated into 2 pieces"), fallopian tube perforation ("perforation/migration/the longer portion has migrated slightly outward but still remains within fallopian tube") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. D23617-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause and depression. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bacterial vaginosis, menorrhagia, sebaceous gland disorder, nausea, pelvic pain and dyspareunia. The patient also had a family history of depression. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and female sexual dysfunction ("unable to have sex"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopy assisted hysterectomy bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, dyspareunia and female sexual dysfunction outcome was unknown and the fallopian tube perforation had resolved. The reporter considered device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction and genital haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: bilateral essure devices are identified in their expected location. There has been fragmentation of the left-sided device with both portions still within the fallopian tube. A 7.4 mm gap is seen between both portions. The longer portion has migrated slightly outward but still remains within the fallopian tube. Most recent follow-up information incorporated above includes: on 11-jan-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil on left broken and separated into 2 pieces"), fallopian tube perforation ("perforation/migration/the longer portion has migrated slightly outward but still remains within fallopian tube") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. D23617-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause and depression. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bacterial vaginosis, menorrhagia, sebaceous gland disorder, nausea, pelvic pain and dyspareunia. The patient also had a family history of depression. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and female sexual dysfunction ("unable to have sex"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopy assisted hysterectomy bilateral salpingectimy essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, dyspareunia and female sexual dysfunction outcome was unknown and the fallopian tube perforation had resolved. The reporter considered device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction and genital haemorrhage to be related to essure. The reporter commented: bilateral essure devices are identified in their expected location. There has been fragmentation of the left-sided device with both portions still within the fallopian tube. A 7.4 mm gap is seen between both portions. The longer portion has migrated slightly outward but still remains within the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.